Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No allegations were made against device functionality. Initial laboratory analysis found the device did not meet longevity expectations per programmed values.

Manufacturer narrative:
Analysis of the returned product is currently on-going. This event will be updated when analysis is complete. Analysis found the device had no telemetry. Visual inspection of the device case noted the case was anodized and swollen. The case was opened and internal visual inspection noted discoloration of a capacitor. Additionally, it was noted the battery was swollen. Detailed analysis found the loss of telemetry was caused by a depleted battery. The battery depletion was due to a leaky capacitor.